Event description:
A report from the user facility in (B)(6) reported ¿tip has broken off. Noticed tip was broken after it was cleaned but they couldn¿t find the tip. Add¿l info: the broken tip was noticed after cleaning but they couldn¿t find it in the ultrasonic cleaning unit. The nurses from the previous surgery didn¿t notice a missing tip and they didn¿t have any problems during surgery. The nurses could not confirm if the tip was on after the surgery. They thought it unlikely, but not impossible.¿

Manufacturer narrative:
A supplemental report will be filed should add¿l info be received or the device become available for investigation.